Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an evaluation at service and repair the torque limiting handle was found to have failed calibration. There was no patient involvement. This report is for one 2 nm torque limiting handle with quick coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Service & repair evaluation: the customer reported the device failed calibration. The repair technician reported the device failed low. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was forwarded to customer quality. The evaluation was confirmed. Visual inspection: 2nm torque limiting handle with quick coupling was received at us cq. Visual inspection performed at customer quality (cq) observed that the given device torque limiting handle was received intact with light surface wear. Functional testing: functional evaluation was performed by the technician and stated that the device fell below the low end of the allowable torque range on one of the 16 lobe tests (minpeak: 1.687 nm, maxpeak: 1.836 nm, average torque: 1.742 nm). Specified torque range of the device 2.05 nm - 2.45 nm. Document/specification review: the relevant drawing(s) was reviewed; review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation conclusion: the complaint condition is confirmed as the 2 nm torque limiting handle with quick coupling failed high and low in calibration test. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 03.614.035. Synthes lot 3 7821080-22. Supplier lot # 7821080-22. Release to warehouse date: 16 jan 2015 . Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.